Event description:
The dealer rep reported two cords "popped" and caught fire during a surgical procedure. The cord was plugged during the surgical procedure. The cord was caught right before it caught fire. This was observed after a load "pop". No pt injury was reported. The machine and cords were both removed from service.